Event description:
Hospira distributes morphine pca in glass vials. The vials have a bar code that has to be read by the pca pump before the pump will accept it for infusion. Recently, hospira had several lot #'s of the vial with intermittent issues of the pump not being able to read the barcode. It did not happened with every vial of the affected lots, but it happened, patient care issues developed. When a nurse was attempting to load the syringe, she would spend a few minutes re-trying, then would either get another pump -which does not always work-, waste the drug and try another vial -and sometimes this "wasted drug" is sitting on a desk until pharmacy opens the next morning- or removing the barcode sticker from the old vial and placing it on the new vial. Patients would have to wait on their medications and often became apprehensive with the situation. Sometimes there was not another pump available, and it was always an issue assuring that credit was properly issued to the pt. Each occurrence would involve at least 4 health-care workers -nursing, pharmacy, and perhaps the biomedical or IV pump dept-. My concern is that hospira is still selling empty vials for compounding from the affected lot numbers! They have identified an issue with the ink on the vials, and have taken steps to correct new product. They state the problem is intermittent - I acknowledge that, but when it happens, it causes much lost time and pt care is compromised. Hospira tells me the empty vials are a device, but I feel the dollar is more prized over pt care, because the suspect vials are still being sold if the purchaser is not wise to the issue, and doesn't specify unaffected lots. They should destroy all the affected lots of empty vials and issue an info letter of what is happening when another healthcare provider encounters the same issue. Diagnosis or reason for use: pain.